Event description:
It was reported that an 83 year old male patient weighing 64.0 kgs with height 165.00 cms. Underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block. Situation- transient av block, extension of ah interval occurred. Timing when complaints occurred was immediately after conducting ablation of the vpc near his from the lv side. Ah interval increased from 135 ms to 330 ms. Ah interval was recovered to 220 ms at the time of the patient left the room. After temporary pacemaker implantation was performed, the patient is followed up in the intensive care unit. Adverse event was a heart block. The physician's opinions on the relationship between the event and the product was that the cause is by ablation, not defect of johnson & johnson product. There were no abnormalities observed prior to and during use of the product. Relevant medical history is af, vpc, decreased renal function. Additional information was received. The outcome of the event was improved. Force visualization features used were real time graph, dashboard, vector and visitag. Color options used prospectively was tag index.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-jan-2023. Patient did not require extended hospitalization because of the adverse event. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag was not used. Abl tag was used. Therefore, updated the d 10. Concomitant medical products and therapy dates field to include unknown brand generator and unknown brand pump. The physician information was provided. Therefore, updated the e. Initial reporter section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).